Event description:
The patient was supported with two paracorporeal ventricular assist devices (pvads) for biventricular support. According to a letter from the patient sent to the manufacturer, the patient had been successfully transplanted; however, as stated in the letter, post-implantation of the pvads "all the alarms had to be disabled due to malfunctioning sensors" and as a result, the patient had to remain in the hospital for monitoring of the clinical symptoms as the system was not functioning properly. Additional information provided by the cardiologist indicated that the hall switch on the pvad supporting the left ventricle only functioned in fixed mode and the hospital staff was unable to obtain a flow reading. With the pump functioning only in fixed mode, there were no alarms to alert the patient or hospital staff of any problems. As a result of the alarms being inactive, the patient was not able to be safely discharged home and required hospitalization for monitoring of the filling and emptying via visualization of the cannulas.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.